Event description:
It was reported that the index procedure took place on (B)(6) 2011. The procedure was to treat an unspecified artery. Three promus stents were implanted successfully. On (B)(6) 2012, the patient was rehospitalized suffering from a myocardial infarction (mi). No treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent implant remains in the patient. A follow up report will be submitted with all additional relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The other two promus stents are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of myocardial infarction, as listed in the promus instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.